Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced inaccurate cgm values where, the cgm reading was low, and the patient took a bg fingerstick, but that value was not provided by the patient. After the patient calibrated, it brought the cgm reading back into normal range. On (B)(6) 2025, the cgm reading was low, but when a fingerstick was taken the blood glucose reading was 800 mg/dl. The patient was vomiting and had back pain, and was brought to the hospital without providing any treatment. When a fingerstick was taken the blood glucose reading was over 800 mg/dl. The patient would have experienced diabetic ketoacidosis. The patient was transferred to a different hospital and was treated with insulin (route unknown), and a back pain reliever. The patient was discharged the day after the event. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.